Event description:
It was reported that a "vent fail" error message occurred during a case. No injury reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Manufacturer narrative:
A dräger service engineer has inspected the device on-site, could confirm the reported behavior and trace it back to an issue with the ventilator motor - the supervisor function of the software detected a deviation in the rotation speed and forced a shut-down of automatic ventilation. The motor is worn and requires replacement. The device was in operation for 17 years now and was still equipped with the original motor - the malfunction of an electromechanical component after such long time of use can be considered acceptable. The safety concept can be explained as follows: the ventilator motor is a step motor that drives a piston i.e. The number of rotations and the end position defines the piston hub; the piston hub is an equivalent to the tidal volume applied to the patient. To protect the patient from potentially hazardous output and/or from serious damages to the ventilator unit, the device is designed to shut down automatic ventilation when the divergence between expected and measured motor position exceeds a certain limit. The user will be alerted to the shutdown by means of a corresponding alarm, and - as confirmed for the particular case - manual ventilation with the built-in breathing bag including gas dosage will further be possible. Finally, even though the exact circumstances that led to the divergent motor position cannot be determined, it can be concluded that the system response was adequate as per definitions in the safety concept. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Another issue with the peep valve was detected during the on-site inspection and corrected as well.

Event description:
It was reported that a "vent fail" error message occurred during a case. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.